Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made for the right ventricular (rv) lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a superior vena cava (svc) impedance out-of-range alert triggered for the right ventricular (rv) lead due to high and undefined svc impedance. It was noted that there was also svc impedance fluctuations. The rv lead remains in use. No patient complications have been reported as a result of this event.